Manufacturer narrative:
Should additional reportable information be received an additional regulatory report will be submitted for the reportable information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that one day following the implant of this transcatheter pulmonary bioprosthetic valve, premature ventricular contractions (pvcs) were noted via electrocardiogram. As reported these were not clinically significant. No treatment or action as result of the pvcs was initially reported. However, discharge medication included a beta blocker as anti-arrhythmic. No adverse patient effects were reported.